Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open gastrectomy, the devices had firing issue to cut the gastric tissue. The surgeon was able to press the green button and squeeze the handle of the stapler but was not able to fire. When two staples where loaded on the stapler, the stapler was to press the green button but the handle could not be squeezed and did not fire. New devices were used to complete the case. No patient injury.